Manufacturer narrative:
This event has been re-assessed for reportability and it has been determined that the product (hip7) involved is from the third party manufacturer brainlab inc. The legal manufacturer, brainlab inc., will review the event and determine reportability and report to national competent authorities if/when deemed necessary. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. This event has been re-assessed for reportability and it has been determined that the product (hip7) involved is from the third party manufacturer brainlab inc. The legal manufacturer, brainlab inc., will review the event and determine reportability and report to national competent authorities if/when deemed necessary. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event.

Event description:
It was reported that, after registration of the fossa in a cori assisted tha surgery, they received the asis distance error. They had to create a new case and not import the x-ray to move forward. The surgery was completed with manual instrumentations and standard checks without significant delays. No patient injuries were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).